Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for shock impedance, measuring greater than 126 ohms. Additionally, the plan is to maintain routine patient follow ups and continue to monitor the patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in service.